Manufacturer narrative:
Adding more clarification. For MDR 0001831750-2024-01374, this was updated to 2 from 0 because it was identified that one event was reported in error and had no issue, lowering the number to 1. The second device was reported twice in error, lowering the number to 0. Furthermore, upon evaluation it was found that a different device code was more appropriate, so the corresponding complaint was added to manufacturer report #0001831750-2024-01386. This supplemental was submitted stating 0 events to clarify that the initial MDR submission when evaluation was pending no longer applied. I will include this information in the additional mfg narrative on an addition supplemental as well.

Event description:
This report summarizes 0 malfunction events, where it was reported the devices experienced cot height cannot be adjusted, inability to disengage the cot from the cot fastener and cot tip or drop. There was no patient involvement.

Manufacturer narrative:
Vmsr added to the exemption number field.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced cot height cannot be adjusted, inability to disengage the cot from the cot fastener and cot tip or drop. There were 2 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced cot height cannot be adjusted, inability to disengage the cot from the cot fastener and cot tip or drop. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 0 malfunction events, where it was reported the devices experienced cot height cannot be adjusted, inability to disengage the cot from the cot fastener and cot tip or drop. There was no patient involvement.

Manufacturer narrative:
For the 2 pending devices, initially it was reported that there were 2 instances of this hazard/model number combination each. Further review of the records identified that the records were a duplicate and after evaluation, it was found that the hazards were different and covered under another record. The number of occurrences summarized have been updated to reflect this. Because of this, the number of reported events has been changed from 2 to 0.